Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a broken drum. Therefore, the reported condition was confirmed. It was determined that is was caused by over tightening the chuck or dropping the device. The assignable root cause was determined to due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that four reciprocating saw devices broke at the prongs. According to the reporter, the devices broke from ¿what seemed to be a rust issue¿. As a result, there was a fifteen minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further investigation additional information was received stating that it was observed that five reciprocating saw devices broke at the prongs, not four that was originally reported. Please note that this is report 4 of 5 for the same event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.